Event description:
The following was reported to hamilton medical ag: during pre use checkout. The user states that the unit is not passing the leak test. She has tried multiple circuits, flow sensors and exhalation valves. She removed the back cover and checked the tightness of the o2 cell, and removed and reseated the hepa filter, and it is still failing. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).